Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/tubing). The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis (pd) therapy. The home patient (hp) improperly disconnected from the set up then reconnected. The patient was to complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improper disconnection from the set up and reconnection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.